Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af) a polarxfit catheter was selected for use. A blood detection error appeared on the console after multiple ablation applications inside the patient. The procedure was completed with no patient complications. It is unknown if the device will be returned for analysis.